Event description:
Technologist was raising the bed up approximately 15 cm. The bed gave way and fell approximately 30-40 cm and crashed down onto the ground support structure. The pt was jolted and forced back into the headrest.